Event description:
The customer reported that he performed control tests with the contour® next one meter and obtained readings of 224 mg/dl at 4:45 p.m. And 204 mg/dl at 4:46 p.m. The meter did not automatically mark the readings as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. During troubleshooting, additional three control tests were performed and readings of 124 mg/dl at 5:18 p.m., 124 mg/dl at 5:22 p.m. And 127 mg/dl at 5:24 p.m. Were obtained, which were properly marked as control tests. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not use a clean, flat and nonabsorbent surface prior to performing the control test and obtaining readings of 224 mg/dl and 204 mg/dl. As per contour® next control solution instructions manual, "squeeze a small drop of solution onto a clean, nonabsorbent surface." The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour® next one meter (serial # (B)(6)), in-house contour® next test strips (lot # 5bhec51a) and in-house contour® next control solution (lot # 5bv2g37) in five replicates. All tests recovered within the expected control range of 112 mg/dl to 139 mg/dl. The control results obtained with the in-house testing were properly marked as control tests in the meter.